Manufacturer narrative:
This is one of one follow-up report for this complaint. Added additional information for test performed. Added medication information and patient height. Sex: changed field from "unknown" to "male". Updated event description with additional information.

Event description:
As reported by the (B)(6) study, a notification was sent that the adverse event form was updated on (B)(6) 2016 for center 2, patient 013. Patient underwent bridging/combined treatment of IV rtpa (tissue plasminogen activator) and thrombectomy procedure with revive se (frs21452299/t10082) on (B)(6) 2016. Pre-procedure imaging results revealed thrombus located at middle cerebral artery (m2) left. During the procedure two passes were made to clear the clot from the cage resulting in partial thrombectomy. Basket was retrieved entirely through intermediate catheter (lot unknown) or primary guide catheter (catheters left in place). Pre-procedure modified rankin scale (mrs) was zero and the nih stroke scale (nihss) was twenty-four. Patient was given local anesthesia, treated with IV (rtpa) pre-procedure and syringe aspiration but no intra-venous or intra-arterial lytic during the procedure. Thrombolysis in cerebral infarction (tici) score was reported to be zero pre-procedure, 2a post revive (t10082) and 2a at the end of the procedure. There were no intraoperative complications. Twenty four hours post-procedure on (B)(6) 2016, asymptomatic intra-cerebral hemorrhage was found on magnetic resonance imaging. The hemorrhage was located on perforators on m1. No new medications were associated with this event. The event was reported to be of mild severity, not related to the device or procedure, unrelated to medications, however was reported to be related to the underlying disease. The seriousness of the event was reported to be "not serious". There were no device issues or allegations of failure. The event was reported to be resolved without sequelae with a date of resolution as (B)(6) 2016. At the 24 hour follow-up ((B)(6) 2016) the nih stroke scale (nihss) was twelve. On (B)(6) 2016, patient also had urinary infection, not serious, resolved without sequelae. Patient was hospitalized for 8 days; at discharge on (B)(6) 2016, mrs was one and nihss was twelve.

Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(6). (B)(4). The revive was not returned for analysis; a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process. Therefore, no corrective actions will be taken at this time

Event description:
As reported by (B)(6), a notification was sent that the adverse event form was updated on (B)(6) 2016 for (B)(6). Patient underwent index procedure on (B)(6) 2016 with revive se (frs21452299/t10082), thrombus located at middle cerebral artery (m2) left. During the procedure two passes were made to clear the clot from the cage resulting in partial thrombectomy. Pre-procedure modified rankin scale (mrs) was zero and the nih stroke scale (nihss) was twenty-four. Patient was given local anesthesia, treated with IV (rt-pa) pre-procedure and syringe aspiration but no intra-venous or intra-arterial lytic during the procedure. Thrombolysis in cerebral infarction (tici) score was reported to be zero pre-procedure, 2a post revive (t10082) and 2a at the end of the procedure. There were no intraoperative complications. Twenty four hours post-procedure on (B)(6) 2016, hemorrhage was found on magnetic resonance imaging. The hemorrhage was located on perforators on m1. No new medications were associated with this event. The event was reported to be of mild severity, not related to the device or procedure, unrelated to medications, however was reported to be related to the underlying disease. The seriousness of the event was reported to be "not serious." There were no device issues or allegations of failure. The event was reported to be resolved without sequelae with a date of resolution as (B)(6) 2016. At the 24 hour follow-up ((B)(6) 2016) the nih stroke scale (nihss) was twelve. On (B)(6) 2016, patient also had urinary infection, not serious, resolved without sequelae. Patient was hospitalized for 8 days; at discharge on (B)(6) 2016, mrs was one and nihss was twelve.